Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that one of the device's batteries was low and replaced it. After replacing the battery, the reported issue could not be duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
While performing an annual inspection on a customer's device, physio-control observed that their device lost power while charging for a defibrillation shock. There was no patient use associated with the reported event.